Event description:
Initial reporter indicated that the "vns was turned off for an increase in seizures." The patient reported her seizures were above her pre vns implantation rate. Good faith attempts have been made for additional information surrounding the event.